Event description:
Reportedly, the device repeatedly displayed "check patient" when connected to a patient described as in full arrest. Although the report is not clear, this allegedly resulted in an inability to use the device to deliver a shock to the patient who had what appeared to be a shockable rhythm. It was additionally alleged when a device code summary. Critical event record was obtained from this use, "ECG electrodes" was annotated on the strip, although no ECG cable was used.